Event description:
It was reported that the user¿s ilet appeared not to display sensor readings because the device was unpowered, and the user later recognized the ilet was dead and began charging it; the user observed glucose data in the dexcom app and a fingerstick value over 600 mg/dl, and the agent advised charging and planned a follow-up to confirm that glucose levels decreased after power was restored. Symptoms included hyperglycemia. Outcomes included no reported injury and no hospitalization. Investigation included customer service troubleshooting and follow-up outreach. Investigation of this case revealed that the device was not providing therapy due to loss of power, consistent with device power depletion rather than a hardware failure while powered; no alarms were noted because the device was off. It was concluded, based on previously established findings for similar reports, that the cause was user-related power depletion leading to therapy interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.